Manufacturer narrative:
(B)(4). In communication with consumer. Still attempting to get product back.

Event description:
Received initial email from (B)(6) about a consumer who purchased the product and insulin for her daughter. We spoke with consumer subsequently. According to the consumer, she checked her daughter's blood sugar (328 mg/dl) after a meal, and then administered insulin. The consumer performed another glucose test at 10:30pm (114 mg/dl). These were the only two tests performed. At 1:30am, the daughter was having a seizure. Ems was contacted and the ems meter gave result of 28 mg/dl. Daughter was taken to the hospital and released at 4 am. Customer believes true2go gave a high result. Customer states she will return product only after compensation.